Event description:
It was reported that the patient with this implantable pacemaker reported pacemaker-mediated tachycardia (pmt) and after the pmt episode, pacemaker wenckebach behavior was observed. Boston scientific technical services (ts) discussed that pmt episodes appear to be sinus driven. This pacemaker remains in service. No adverse patient effects were reported.